Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir, which could not be cleared due to an unresponsive keypad. The customer stated that he could not press the esc and act buttons to clear the low reservoir alarm. He reverted to using a back-up insulin pump since his could not bolus for dinner. He stated that he was by a swimming pool that day and that the insulin pump may have gotten wet as a result. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. The insulin pump could not be tested for the low reservoir alarm due to lack of button response. The insulin pump was also received with a minor scratched display window and cracked reservoir tube lip. No moisture damage on the electronics and motor was noted.